Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported issues appear to be related to the gripper line becoming caught on a frictional element, which was likely a result of procedural conditions (interaction with anatomy). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. A xtw (31130r1033) was chosen for implantation. After several grasp and capture attempts, the grippers were unable to lower anymore. The clip had interacted with the chordae and leaflets without tissue damage. The clip was retracted to the right atrium. Grippers were tested again but still did not lower. The clip was removed. Outside the patient, the grippers still did not function. One of the gripper lines became tangled on the other gripper resulting in the inability to actuate. Two replacement triclip xtws (lot: 31108r1052,0206r1094) were implanted successfully, reducing tr to grade 2. There was no patient consequences or clinically significant delay.